Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's daughter called to report that customer is receiving insulin during the bolus, not the regular insulin delivery. Customer woke up with high blood glucose reading and the reservoir was almost full, after one week of use. The blood glucose reading is 118 mg/dl. Customer has experienced headaches and lightheaded. During troubleshooting, time and date are incorrect. Corrected time and date. Programming is correct. Manual prime is correct, insulin exited the tubing. High pressure test failed twice. Advised that insulin pump will be replaced. Nothing further reported.